Manufacturer narrative:
H11: the actual device was not available; however, a video and a photograph of the sample were provided for evaluation. Visual inspection was performed and the reported issue of leakage from the administration spike port bonding area was identified. The reported condition was verified. The cause could not be determined; however, the most like cause was due to inadequate or lack of cyclohexanone applied to the spike port cap tube when it was inserted into the spike port during the manufacturing process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix 500 ml eva (ethylene vinyl acetate) tpn (total parenteral nutrition) bag leaked. This occurred during setup. There was no patient involvement. No additional information is available.